Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context due to the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a sub-occlusive proximal right coronary artery. A 4.5 x 8 mm nc trek balloon catheter was used for post-dilatation; however, the balloon would not deflate. Three attempts were made to deflate the balloon by holding negative pressure for more than 1 minute, and it did deflate. The balloon could not be pulled back into the guiding catheter so the entire system was removed as a single unit. The balloon had been pressurized one time to 18 atmospheres. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.